Event description:
It was reported that a bent needle occurred during use with a bd 3ml syringe luer-lok¿ tip with bd precision glide¿ needle. The following information was provided by the initial reporter, "it was reported that the needles are bending when injecting vaccines and one needle broke when giving a vaccine to a patient. Customer was experiencing the needle retracting into the stopper with vaccines. The needle was bending in half. Happened once when going into patient arm. Issues with plunger."

Manufacturer narrative:
H.6 investigation summary: a total of 137 sealed packaged 3ml syringes with needles were received, confirmed to be from batch #8212991 (p/n 309570). The samples were visually evaluated. No cannula defects were observed on any needles ¿ no cannulas were found to be detached from the hub or deformed in any way. The amount of epoxy on cannulas was found to be acceptable for this product. Small amount of shield flash was observed on the outside of 28 of the samples. However, it was measured and found to be within the product specification. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bent needle occurred during use with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, "it was reported that the needles are bending when injecting vaccines and one needle broke when giving a vaccine to a patient. Customer was experiencing the needle retracting into the stopper with vaccines. The needle was bending in half. Happened once when going into patient arm. Issues with plunger."